Manufacturer narrative:
The returned device was evaluated and a small curve was noticed in the exposed portion of the soft cannula. During the investigation, the small curve did not prevent fluid from passing through the soft cannula. No abnormalities or deficiencies were found with the device that could result in high blood glucose levels. Results evaluation code updated from "135 degradation problem" to " 213 no failure detected". Conclusion evaluation code updated from "4315 cause not established" to "67 no problem found". Additional manufacturer narrative updated from "the returned device was evaluated and a small bend was noticed in the exposed portion of the soft cannula. During the investigation, the small bend did not prevent fluid from passing through the soft cannula. No abnormalities or deficiencies that would have contributed to the reported hyperglycemia was found." To "the returned device was evaluated and a small curve was noticed in the exposed portion of the soft cannula. During the investigation, the small curve did not prevent fluid from passing through the soft cannula. No abnormalities or deficiencies were found with the device that could result in high blood glucose levels."

Manufacturer narrative:
The returned device was evaluated and a small bend was noticed in the exposed portion of the soft cannula. During the investigation, the small bend did not prevent fluid from passing through the soft cannula. No abnormalities or deficiencies that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 509mg/dl while wearing the pod on his leg for between 24 and 36 hours. She stated that the cannula appeared a little bent when the pod was removed. Treatment included changing the pod and pushing fluids. On (B)(6) 2018, the patient's correction factor had been changed from 150 to 180. The patient's blood glucose history is as follows: (B)(6).